Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the 3.75 x 15 mm voyager nc was inflated twice. Both inflations were under rated burst pressure (rbp), but during the second inflation, a leak was noticed. Therefore, the procedure was completed using another company's balloon. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to determine a definitive root cause for the balloon rupture. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. There were two kinks in the hypotube, 5 and 28 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The hypotube and jacket were inadvertently separated during the qat analysis where it was kinked, 5 cm distal to the strain relief tubing. Due to the hypotube separation, the hypotube was pressurized by attaching a luer to the separated hypotube. A new indeflator, filled with water was used in an attempt to pressurize the balloon when fluid leaked out of a radial rupture 1 mm in length, 3 mm distal to the proximal markers. There were no scratches noted. The voyager balloon was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed case description and the analysis of the returned product. The condition of the returned voyager is consistent with the reported use of the device and a leak or balloon rupture. Balloon ruptures/tears can be affected by numerous factors. The balloon was sent to the sem lab for further analysis, which indicated that there was damage evident on the outer surface of the balloon. This suggests that the balloon material may have exhibited mechanical damage at some point during the procedure. Since there was no report of any leaks noted during product preparation, this may suggest that the balloon was not damaged prior to use. In this case, it is possible that the device was rotated on a radial axis during positioning, such that a radial rupture/tear occurred upon a second inflation attempt. The balloon material may have also become damaged during interactions with other devices and/or the pt anatomy, which could have also contributed to the radial rupture. Although not reported, there were two kinks in the hypotube, 5 cm and 28 cm distal to the strain relief tubing. However, since there was no report of any kinks to the catheter in the case description, the hypotube shaft likely kinked as the device was packaged for transit back to abbott vascular for analysis. Furthermore, while handling the device during the returned product analysis, the hypotube inadvertently separated at the kink located 5 cm distal to the strain relief tubing. Fractures of this nature are usually the result of ductile overload. Force or cycling of the hypotube may result in the eventual fracture of the hypotube as a result of excessive strain. Although it cannot be determined when the kink damage occurred, the separation appears to be related to handling of the device in the kinked portion. A review of the lot history record did not reveal any nonconforming material reports associated with this lot, and all on-line inspections and lot release testing met mfg criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, the returned product analysis and the results of the sem analysis, the balloon rupture and mechanical damage noted may be related to circumstances of the procedure. However, since it cannot be determined what contributed to the damage leading to the radial tear, a definite cause for the balloon rupture cannot be determined. Product performance engineering will trend and monitor the experience circumstances. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. This MDR is considered closed by the product performance group.